Event description:
The user reproted that air leaked from the inflated occlusive balloon of the retrograde cardioplegia delivery cannula, into the coronary sinus. The presence of the air was detected by monitoring of the myocardial ph. The air was removed and the procedure was concluded without further incident. There was no injury to the pt.